Manufacturer narrative:
Upon return of the product from the customer, an investigation of the incident will be performed. A followup report shall follow after the investigation.

Event description:
During a lapnissen case a 40 degree grasper disassembled while the grasper was in the body cavity. The item was removed from the surgical port and inspected. It was noted that two of the screw on the distal end of the grasper could not be located. The grasper was removed from the surgical port, it was noted upon immedicate visual inspection at the surgical field that two distal screws were not present. Unable to determine if the pt was injured. An x-ray were taken. Antibiotics were given to the pt.